Event description:
The patient received his scs system consisting of an ipg, percutaneous leads, and lead extensions. It was reported that the patient lost stimulation and that one or more of the lead electrodes were non-functional. The lead was replaced on (B)(6) 2008. It was reported that the lead and extension required robust force to be explanted and sustained possible additional damage during the procedure. The explanted lead was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: results: the lead outer tubing is damaged about 15 cm from the terminal end. The lead has broken wires about 15.5 cm from the terminal end. Lead fails continuity testing with all channels measuring open. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.